Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent a pocket revision of the scs system implantable pulse generator. Reportedly, the patient had been experiencing discomfort at the implant site. The same generator was moved without complications to a new pocket further up on the patient's back.